Event description:
Discordant advia centaur troponin ultra patient result was obtained on a patient sample. The discordant result was never reported to the physician. The patient sample was retested on the same advia centaur with a new tniu reagent pack and the result was reported to the physician. There is no known patient intervention or adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause of the discordant troponin ultra patient result was due to reagent probe #1 being bent. The instrument was operational. The instrument is performing within specifications. No further evaluation of the device is required.